Event description:
It was reported that the pump kept alarming invalid syringe size. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked top case and battery door. The device was powered on, an occlusion test was performed, checked size calibrations, and visual inspection were completed as part of the functional test. The reported issue was duplicated, as the large qc slug was out of specification. As a result, the size was recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.